Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Patient attempted to reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed a hardware error code. The root cause could not be determined. A CAPA has been initiated for this issue.